Event description:
The surgeon reported that approximately 1 1/2 years ago while reaming with the drill during a total hip replacement, the reamer got caught in bone and kicked back against their wrist. The surgeon has reported to have an unstable wrist.

Manufacturer narrative:
The device was not returned to the manufacture at the time of the event because there was no device malfunction related to the event.